Manufacturer narrative:
A sample device was not available for return. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information was requested. Literature title: a case of persistent corneal epithelial defect post descemet¿s stripping automated endothelial keratoplasty (dsaek), watsamatchu, koichi, journal of the eye, 34 (2) : 283 - 287, 2017. (B)(4).

Event description:
In a literature study, the author reported that 5 months after a glaucoma filtering shunt was implanted, there was corneal edema which progressed to bullous keratopathy. A descemet stripping automated endothelial keratoplasty (dsaek) was performed as a treatment. Additional information was requested.